Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir of the insulin pump was leaking from the bottom where the plunger was screwed in. The customer's blood glucose was 7.6 mmol/l at the time of incident. The customer stated that customer stated the leak was past 2nd o ring. The customer stated that there was an air bubble in the reservoir. Troubleshooting was performed for reservoir leak and the product will not return for analysis.